Event description:
Additional information was provided. The damage occurred during postoperative cleaning. The procedure was completed using the subject device and there was no reported delay. Pre-use inspections were performed and no problems were found with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunctions were found during the device evaluation: bent outer tube and foreign material inside the cover glass. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had damage and detachment of connector pin at light guide connection). It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.